Manufacturer narrative:
The root cause of the discordant result is unknown. Siemens has requested the sample for internal testing. The limitations section of the ous instructions for use states: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." (B)(4).

Event description:
Customer observed a (B)(6) result with the advia centaur xp hcv assay. The sample was (B)(6) by two alternate methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hcv result.

Manufacturer narrative:
MDR 1219913-2015-00181 was filed on november 6, 2015 reporting a (B)(6) result with the advia centaur xp hcv assay that was (B)(6) by two alternate methods. February 1, 2016 - additional information. Siemens received the sample and tested the sample for reactivity to different antigens utilized in the advia centaur xp hcv assay. The testing indicated reactivity to c22 antigen. Additionally, siemens tested the sample with advia centaur xp hcv reagent lots 062254 and 062256. Lot 062254 0.707 index. Lot 062256 0.906 index. These result indicate a high (B)(6) response indicating that it is possible the antibody levels have gone down in this patient.